Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the package was very difficult to separate the inner bowl from the outer as well. The top peel off of the package is leaving a layer of paper over the inner bowl almost everytime which is concerning for sterility and the plastic bowls can hardly be separated each time as well." Device not implanted.